Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the broncho-videoscope exhibited that the coating had peeling on the connecting tube, and the distal end had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: h6 problem code (4048 - failure to clean adequately should be removed from the initial) a review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, stress such as physical, chemical o from storage environment was applied to the insertion section during user handling and caused the coating to peel. Upon further evaluation of the foreign material in the distal end, it was determined that due to the discovered leak reprocessing would not be able to continue. Therefore, it can be determined that reprocessing steps have not been completed before the customer sent the device to olympus. This issue has been deemed not reportable. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.